Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission. The physician suspected t-wave oversensing. Upon reviewing egms, noise issue was observed. Programming changes and lead revision were suggested. No patient symptoms were reported.